Event description:
It was reported that the 9900 system locked up and had poor image quality during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera was adjusted and the backplane reset during the service call. The system was tested, and found to be working as intended, and put back into service. Tis MDR is related to ge healthcare complaint.